Manufacturer narrative:
Lot number: 02k(unknown) was provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the DHR and product release decision control sheet of the involved product code/all february 2020 lots was conducted with no findings. (B)(4).

Event description:
The user facility reported that the wire broke during stent deployment. Ercp guidewire, straight tip.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual samples (a guidewire and a bile duct stent) were received. Visual inspection revealed that the guidewire had been fractured and the tube section of the bile duct stent had been buckled. The distal fragment was not returned. The actual guidewire sample was compared with a current product sample and confirmed that missing length was 92 mm. Magnifying inspection of the fractured section of the actual guidewire sample found that the ptfe coating near the fracture had been peeled from the distal toward the proximal direction. Electron microscopic inspection of the actual sample revealed that the fracture surface was rough. Magnifying inspection of the buckling section in the bile duct stent tube revealed a rip at approximately 140 mm from the distal end. X-ray fluoroscopic inspection of the guidewire inside the bile duct stent tube lumen confirmed there was no breakage in the guidewire. Reproductive testing was conducted and when a factory-retained guidewire was subjected to repetitive 90-degree bending load until it became fractured, a fracture surface similar to that of the actual sample was observed. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was subjected to some kind of bending force with resultant fracture. From the available information, however, it was not determined when it occurred exactly. However, the exact cause of the reported event cannot be definitively determined based on the available information.